Event description:
It was reported that pump malfunction occurred and displayed malfunction code 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump and multiple daily injections to maintain insulin delivery, and tandem technical support arranged replacement pump.